Event description:
The cover of the ceiling crane (cs2) fell off, striking the x-ray tech in the face. The tech reported a bruise on the left shoulder, wrist and hand, the left eye was bruised and there was a small laceration under the left eye. No bones were fractured due to contact with the cover.